Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain four on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) instructed the hp to set up with all new supplies after the hp stated they walked too far away and pull a supply bag off the table. The hp stated the supply bag became disconnected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The home patient reported that they had walked too far away and a supply bag had fallen and disconnected. A supply bag falling and disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.